Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced feelings of being overfilled and shortness of breath during dwell 4 of 4. The patient was connected to the homechoice pro device at the time of the events. The patient performed a manual drain after feeling short of breath and ¿filled up the entire drain bag¿. It was reported draining relieved the symptom. The patient disconnected after draining was completed. Renal therapy services (rts) reviewed the programming with fill volume (fv) = 2000 ml, last fv = 500 ml, initial drain amount = 310 ml, initial drain volume = 886 ml, last manual drain (lmd)= y, ultrafiltration total (uft)= 0 ml. The patient reported no bypasses were performed and no off cycler manual exchanges were performed prior connecting to the device. The patient reported they felt overfilled ¿2 nights in a row¿. It was reported rts will swap the device and the patient was advised to contact the registered nurse (rn) to reprogram the new device. Rts advised the patient to notify the rn to report the therapy was not completed. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. External visual inspection revealed the base assembly was damaged in the rear near the power entry module. Internal visual inspection revealed connections were correct and secure, no evidence of moisture or pest infestation, and no internal part damage. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet electrical performance specification requirements per rite testing. The device failed the rite functional test due to heater bag temperature test. The rite heater bag temperature test specification is 35.0°c ¿ 39.0°c and the rite heater bag temperature test was 39.5° c. Subsequently, a temperature verification test was performed and the device passed all testing. Review of the logs for the event date revealed the patient ended the therapy with 1704 ml of fluid. The initial drain was set for 310 ml. The patient removed 886 ml of the 1704 ml from the previous therapy and received a fill volume of 2000 ml on the date of the reported issue. Throughout the therapy the patient did not drain to empty and drained 2841 ml during drain 3 of 4. The drain amount of 2841 ml is an excessive drain. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.